Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that insulation from the device fell into the patient's abdomen during the procedure. The material was retrieved and there was no patient injury.